Manufacturer narrative:
Forty-nine (49) new. List #b4018 were returned for evaluation. As received no anomalies or damages were observed on the sample. No mating device was returned for evaluation. The female and male luer met iso design specification of the sample were found within specification and based on the binomial stages sampling to represent the lot population 35 samples were taken and passed the spin collar retention test as well. Complaint of disconnection / loose connection cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 9/6/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 4-way high flow stopcock w/rotating luer where it was reported that the lines unscrew from them very easily and with pressure causes them to disconnect. The product was used on a patient at the time of the incident. There was no delay in the critical therapy when the problem was noted. Additionally, staff were almost finished with the procedures when the item failed. Staff noted that when they initially connect to the stopcock the lines do not disengage. But once they removed the line and attached it again, it would start to disengage (unscrew) on its own. During patient use, it did start to leak when applying pressure from a syringe. But if staff noticed it not working, they switched to a new stopcock. There was no serious deterioration in the state of health of a patient, user, or other, and no death of a patient, user, or other person, and no potential for death or serious deterioration in health of a patient, user, or other person there was patient involvement, no adverse event, and no delay in therapy.